Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was over 200 mg/dl at the time of incident and current blood glucose level was 355 mg/dl. The customer performed self test and it passed. The customer reported that the drive support cap was normal. The customer was treated with manual injection for high blood glucose level. The customer alleged insulin pump was under delivering as the customer had high blood glucose level. The customer also reported insulin pump had buzzing noise. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alar test and excessive no delivery test. No unexpected busy sound or buzzing noise during testing or when backlight on noted. Insulin pump had cracked case at display window corners, cracked reservoir tube lip and minor scratched display window.